Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on an unknown date. The type 1a endoleak and a type 2 (non- device relate) endoleak was identified. The patient is currently being monitored while waiting for an intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type ia and type ii endoleak (lumbar) events were confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of the reported type 1a endoleak could not be determined with the medical records / images available for review. The type 2 endoleak is anatomy related. The final patient status was reported to be pending a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.